Event description:
Per surgeon: I'm seeing fibers at (B)(6) primarily, almost every case. They're fine, blue filaments. Typically, they are on the ocular surface or stuck to the 1024 drape. I suspect they're coming off the split sheet when it is unfolded over the operative site. I have never seen them with this kind of frequency and suspect that there is a change or defect in the drapes or packs. No pt impact was reported. Add'l info was requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4). This report was mailed to FDA on: 11/05/2010. (B)(4).